Event description:
Defibrillator was tested by the rep and implanted in the usual fashion. Device then tested per protocol and could not communicate with the programmer. The pocket was re-opened and device removed. Second device was successfully implanted and tested. Defective device was taken by rep and returned to the co. No injury to pt except prolonged procedure and pocket re-opened.